Manufacturer narrative:
On previously reported, a ventilator was returned to the third-party field service engineer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party field service engineer, the device failed a test step during testing. The device's 3-way solenoid valve needs to be replaced to address the issue. The device's system board was replaced to address the issue. The device's software was uploaded.

Event description:
A ventilator was returned to the third-party field service engineer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party field service engineer, the device failed a test step during testing. The device's 3 way solenoid valve needs to be replaced to address the issue.